Event description:
The customer reported that the unit did not provide the proper energy output during a saphenous vein harvesting procedure. The bleeding was successfully stopped with the use of another device. There were no reports of complications or injuries.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that the user's experience cannot be duplicated. The electrosurgical device and the foot switch was tested with an olympus' test jigs and passed all functional test well within the specification. The cause of the user's experience cannot be determined. This report is being filed an MDR in an abundance of caution.